Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
The surgeon, (B)(6), reported via the sales rep, (B)(4) the following: "a restoration cone conical was being revised for pain and infection. The restoration stem was originally implanted by (B)(6) in 2011. The locking bolt was removed and the mcreynolds distal stem adapter was threaded through the body and into the conical distal stem. The slap hammer was then assembled onto the adapter. During attempts to remove the stem with the slap hammer, the mcreynolds distal stem adapter sheared off at the junction of the thread leaving the broken thread inside the stem that was still inside the pt. Further attempts to remove the stem where made using the distal stem inserters, however, this ultimately failed and an eto had to be performed to remove the stem. Also, the initial plan was to use a cemented femoral implant, however because of the eto, the surgeon had to revert to an uncemented distally locking stem.